Event description:
Disability or permanent damage. Dose: 1. Denture cream. 2. Sea bond. Frequency: 1 x daily. 3 x week. Route: oral. Oral. Dates of use: 2000 - 2009. 2006. Diagnosis or reason for use: denture adhesive cream. Denture adhesive wafers. Event abated after use stopped: no.